Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, no specific bg value was provided. The customer declined to provided any additional information on the reported event.

Manufacturer narrative:
Customers blood glucose went low after bolus request was made while user had insulin still on board. There is no indication that the pump delivered insulin to the user that was not requested.